Manufacturer narrative:
An event regarding tibial baseplate subsidence involving a triathlon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided information and ap x-ray by a clinical consultant indicated: "the x-ray confirms gross tibial loosening with no bone cement visible for fixation anywhere below the baseplate. There is a secondary fracture of the medial proximal tibial as a consequence of component loosening. Despite the minimal information on only one x-ray it is evident that root cause of failure is associated with suboptimal cement fixation technique. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: it was concluded by the clinical consultant that from the information provided because bone cement technique is at the root of the problem, principal failure mode is procedure-related with additional overload caused by patient-related severe morbid obesity but without evidence for device-related factors. This pi case is not device-related.

Event description:
It was reported that the patient required a revision surgery for subsided tibial component.

Event description:
It was reported that the patient required a revision surgery for subsided tibial component.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.